Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid: 02 (ce danfoss error) error message" was not confirmed during the functional testing and the archive data review. The ivtm system passed the testing and worked as intended. The reported complaint of "the thermogard xp ivtm system had intermittent power issue" was confirmed. During testing, noticed that the root cause for the power problem was due to the degraded power supply and input / output pca board. The cause for the degradation was due to normal wear and tear of the ivtm system. The ivtm system was manufactured in 2011 and is 8 years old, past the expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, observed damage on the cover deck xp, cold well gaskets, cold well cap and white rollers of the ivtm system. The cause for the physical damage was due to normal wear and tear. The thermogard xp ivtm system passed the functional testing without any error. During the event log review, mid:16 (software), mid:20 (adc1 timeout), mid:21 (adc2 timeout) and mid:02 (too many communication timer events) error messages were noted on different dates. These error messages are not related to the reported complaint. Upon customer approval, the defective parts will be replaced and the ivtm system will be further tested to full specification. Historical complaints were reviewed and there was no similar complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
During set-up for patient use, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:02 (ce danfoss error) error message. Also observed intermittent power when the ivtm system was tested by biomed. The patient treatment was continued with another ivtm system. No patient consequence was reported.